Manufacturer narrative:
Both sample 1 and 2 were from the same patient. The sequence of events was confirmed correct as previously reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results for two patient samples using the gluc3 glucose hk gen.3 (gluc3) assay on the cobas integra 400 plus system. The patient was in shock and being treated with intravenous saline solution at the time of the results. Clarification was requested whether the two samples were from the same or different patients. All results were released outside of the laboratory to a doctor. The results are in units of mg/dl. Sample 1: the initial result was 40; the repeat result was 40. The customer alleged that sample 1 was contaminated with saline solution which led to the erroneous low results. A new sample was analyzed with a dtx glucose meter; the result was 115. Sample 2: the initial result was 103 mg/dl. Quality controls were performed and passed. The sample was repeated with a result of 39. Additional information has been requested to clarify the sequence of events. There was no allegation that an adverse event occurred. The gluc3 reagent lot number and expiration date were not provided. Investigation activities are ongoing.